Event description:
It was reported that the customer's pump screen was not turning on, even when plugged into a power source, with a red led blinking and no vibration. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections for insulin delivery, and a replacement pump was provided. The customer received instructions for setting the old pump to storage mode and returning it within 10 days, and they expressed understanding of the instructions for the replacement pump.